Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported side cut tag was noted during a corneal flap creation for the right eye. Reporter indicated the surgeon manually cut the tag, and completed the excimer treatment. The reporter additionally stated the outcome was good.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. An incomplete side cut may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute or cause an incomplete side cut. A software upgrade has been planned to minimize the frequency of potential incomplete side cuts caused by the identified system issue. Although the system-related issue has been identified as a possible cause or contributing factor to incomplete side cuts or side cut tags, it cannot be determined conclusively whether the system issue contributed to this reported event. Thus, based on the investigation results, the root cause for this event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).